Event description:
During a ptca procedure, removal difficulties were encountered. While attempting to remove the balloon catheter, the balloon became stuck on the calcium and the shaft of the catheter stretched and broke. The catheter was removed without incident. No pt injuries or complications were reported.